Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during stomach transection, the device fired but the entire staple line of 5 reloads were bleeding. There was poor staple formation. The entire staple line was clipped to stop the bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: sigc60vm, tri 2.0 sigc60vm 60 vsclr med cartridge (lot#n1c0014y); sigc60vm, tri 2.0 sigc60vm 60 vsclr med cartridge (lot#n1c0014y); sigc60vm, tri 2.0 sigc60vm 60 vsclr med cartridge (lot#n1c0014y); sigc60vm, tri 2.0 sigc60vm 60 vsclr med cartridge (lot#n1c0014y); siglu60a, tri 2.0 siglu60a 60 load unit (serial#unknown); unk-egiaadapter, unknown egia adapter (serial#unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the staple cartridge was fully fired with the sled fully advanced. Functionally, the cartridge was loaded into a representative handle, adapter, and loading unit. The cartridge and representative loading unit were loaded onto a representative manual handle. The interlock was overridden and the cartridge was applied to test media. Test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the staples did not form as expected and there was unexpected bleeding occurred along the staple line. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.